Event description:
It was reported that the user¿s caregiver experienced difficulty inserting and locking the cartridge and connector into the insulin pump, with the cartridge protruding slightly; after guidance to restart, rewind, and attempt insertion, the user was able to insert and lock the cartridge and connector successfully, and blood glucose was unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and caregiver, and analysis of information provided by them. Investigation of this case revealed no device problem, with a usage problem identified involving an improper procedure related to the plunger and connection steps. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.